Event description:
International affiliate reported that a pt presented with a reddened, swollen, itchy and sore surgical site following circumcision. The pt was prescribed antibiotics and steriod dreme. The pt is fully recovered.

Manufacturer narrative:
H-6 conclusion code: no conclusion can be drawn at this time.